Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cardiac resynchronization therapy pacemaker (crt-p) implant procedure, the right atrial (ra) and right ventricular (rv) leads were attempted to be implanted. Placement was not possible as the patient suffered av block and electro-mechanical dissociation (emd). Cardiopulmonary resuscitation (CPR) was performed to no avail and the patient died. The leads were removed and discarded. The patient's death was not suspected to be related to the boston scientific leads.